Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were returned still attached to the returned instruments. One reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. No abnormalities were noted with the second reload. The reloads were easily removed from the returned instruments. Functionally the reloads were loaded into a post market vigilance instrument, the interlock of the first instrument was overridden, and the reloads were applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hrpo). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic upper lobe trisegmentectomy and mediastinal lymph node sampling, on completing segmentectomy, there was no engagement of firing mechanism made and the device did not fire. Another gun and reload was used to complete the case. There was no patient injury.